Event description:
It was reported that there was a volume discrepancy where the pump reservoir was expected to contain 5ml of drug, but was found to actually contain 20.6ml. It was indicated that there had been a battery change in (B)(4) 2013 for depletion. The spinal part of the catheter was not changed and there had been no back flow of liquid. No diagnostic testing or troubleshooting had been performed, but it would be performed in the future. At the time of report, there was no patient injury. The device system was used to deliver morphine and clonidine. Twelve days later, it was reported that the pump was replaced because the battery had normally depleted. The old sutured connector was also replaced at that time, but the spinal segment was left implanted as the patient had no pain and the refill procedures had shown no discrepancies. It was stated that the patient did not know if he would solve the problem with the pump, so they were waiting for a date to ¿control the system with radiation¿. One week later, it was reported that the physician planned on calling the patient in the upcoming week, to ask if he wanted to continue the intrathecal drug delivery.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).